Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2009: [facility ni]. (B)(6), md. Radiology: abdomen us. History: abdominal pain. Known hiatal hernia. Gastric bypass surgery 2007, cholecystectomy 2006. Mid abdominal pain at area of incision, chronic, but now worsening. Anemia. Impression: cause for patient¿s abdominal pain not identified. On (B)(6) 2009: (B)(6), md. Radiology: CT abdomen/pelvis. History: peri-incisional pain. Impression: midline ventral hernia without evidence of bowel incarceration or inflammation. Small periumbilical hernia is noted as well. On (B)(6) 2009: (B)(6), md. History and physical. Incisional hernia. Presents to discuss surgical repair. History of obesity. Quit smoking on (B)(6). Weight 195 lbs. Exam: abdomen: midline hernia reducible, tender. Impression/plan: ventral incisional hernia times two. Laparoscopic hernia repair with mesh. I have told her that it is possible we will not be able to do this laparoscopically depending on amount of adhesions from prior gastric surgery. On (B)(6) 2009: (B)(6) hospital. [Signature illegible]. Pre-anesthesia evaluation. Physical status: 2. On (B)(6) 2009: (B)(6), md. Discharge summary. Elective repair of an incisional hernia. History of obesity. Hospital course: laparoscopic incisional hernia with gore dualmesh plus. Tolerated this well. Postoperatively did have moderate amount of tenderness. Had reaction to morphine and dilaudid. Did tolerate percocet with some supplemental demerol. Hernia repair controlled with oral medications. Without nausea, fever. Incisions clean, dry, and intact. Discharge home, vital signs in stable condition. Final diagnosis: ventral incisional hernia times three. Obesity. Chest pain. Discharge instructions: diet as tolerated. Refrain from lifting greater than 10 lbs. Follow up 1-2 weeks. On (B)(6) 2018: (B)(6), md. Emergency room visit. History: diabetes mellitus. Tubal ligation 1989. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® plus biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: updated results code. Conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2009: (B)(6) hospital. (B)(6) , md. Operative report. Preoperative diagnosis: incisional hernia. Postoperative diagnosis: incisional hernia times three. Procedure: laparoscopic incisional hernia with gore dualmesh plus. Assistant: morgan taylor, cst. Anesthesia: general endotracheal by kim barrett, crna. Indications: this is a 49-year-old female who presents for elective repair of a ventral hernia. Description: ¿with informed consent she was taken to the operating room where she was laid supine on the operating table. General endotracheal anesthesia was administered. The abdomen was prepped and draped in the usual fashion. A veress needle was used to enter the abdomen in the left upper quadrant. A pneumoperitoneum was created. A visiport was used to place a port in the left upper quadrant. There was no evidence of veress needle injury. Local anesthetic was administered in the left lower quadrant and also along the right lateral abdominal wall. Incisions were made. Dilating sleeves were placed. A 5 mm port was placed in the left lower quadrant. Two 5 mm ports were placed on the right side of the abdominal wall. There appeared to be a hernia down near the umbilicus without any incarcerated fat. There was adhesed fat to the anterior abdominal wall up in the upper midline where her prior scar had been. I did see a bowel/small bowel anastomosis in the left upper quadrant and this was intact. Using a ligasure we dissected the omentum off the anterior abdominal wall. We used a spinal needle to localize the edge of the hernia defect. We used a piece of mesh that was approximately 15 x 24 cm. This was oriented on the abdominal wall with the abdomen deflated. Sutures of gore-tex were placed at the corners. This was brought into the abdomen through the left upper quadrant port site with reinsufflation of the abdomen. Using a needle passer, the corners were brought up to the anterior abdominal wall. Using a pro-tac device, we secured the mesh circumferentially. Some additional sutures were placed between the corner stitches. I was quite happy with how the mesh laid with the appropriate level of tension. We inspected the omentum and found no evidence of bleeding. A bullet was used to place a nurolon suture in the left upper quadrant port site. The other port sites were 5 mm small and did not need closure. The skin was closed with subcuticular 4-0 monocryl. Mastisol and steri-strips were placed. Sterile dressings were applied. An abdominal binder was applied. She tolerated the procedure and was taken to the recovery room in stable condition. A note was made that needle and sponge counts were reported as correct at the time of closure.¿ on (B)(6) 2009: (B)(6) hospital. Operative record. Implant record. Type/size: dualmesh plus 18.0 cm x 24.0 cm x 1.0 mm. Manufacturer: gore. Lot #: 06257049. Catalog #: 1dlmcp06. Location: abdomen. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp06/06257049) was implanted during the procedure. Records between (B)(6) 2009 and (B)(6) 2011 were not provided. On (B)(6) 2011: (B)(6) hospital. (B)(6) , md. Radiology-CT abdomen/pelvis. Abdominal pain. Findings: distention of proximal jejunum compatible with obstruction. Segment of bowel appears to be internally herniated crossing midline behind vasculature, approximately 6-7 cm distal to anastomotic ring on jejunum. Mesh on anterior bowel wall compatible with repair for anterior abdominal wall hernia. Impression: small bowel obstruction likely due to internal hernia of small bowel, though an adhesion with retraction would also be in the differential. On (B)(6) 2011: (B)(6) hospital. (B)(6) , md. Operative report. Assistant: (B)(6) , md. Anesthesiologist: (B)(6) , md. Type of anesthesia/premedication(s): general endotracheal anesthesia supplemented with local anesthesia with 0.25% marcaine with epinephrine. Preoperative diagnosis: small bowel obstruction. Postoperative diagnosis: small bowel obstruction. Title of procedure: exploratory laparotomy with lysis of adhesions. Brief history/indication(s) for surgery/procedure: please refer to previously dictated history and physical (h&p) in the chart. Description of specific procedure findings: see below. Technical description of procedure: ¿after obtaining informed consent, the patient was seen in the operating room and placed in a supine position on the operating table. After induction of general anesthesia and uneventful orotracheal intubation, the abdomen was prepped and draped in the usual sterile fashion. A vertical periumbilical incision was made and carried down through the skin and soft tissue using electrocautery. The midline fascia was identified and divided with cautery as well. It should be noted that in the subfascial region we found a cleavage plane underneath an intraperitoneally placed piece of mesh. This had been affixed to the anterior abdominal wall using a helical tacking device circumferentially. Omental adhesions to the helical tacks were then taken down with cautery. This was at least circumferentially. This allowed us to see the small intestine. It was clear that there were decompressed small bowel loops in the pelvis and there was a somewhat large, distended loop in the left upper quadrant. We followed the decompressed valve proximally until it dived posteriorly on the left side into what appeared to be the root of the mesentery. Palpation revealed a thin band that was obstructing the proximal common channel just past the jejunojejunostomy. This band adhesion seemed to go to the root of the mesentery. This was gently lysed bluntly. We then delivered the entire small bowel into the field. The jejunojejunostomy was widely patulous. The biliopancreatic limb was dilated. This was decompressed with manual palpation into the anastomosis and into the common channel. We then followed the alimentary limb that had been placed in an antecolic, antegastric orientation cephalad. There were no obstructions in the upper abdomen that were palpated. Once we confirmed that the isolated band had been released, the abdomen was inspected. There was a small amount of free fluid. This was aspirated. There was no evidence of ischemia to the bowel itself. The greater omentum was then allowed to lay over the abdominal viscera once again. The midline fascia was then closed with a running suture of #1 loop pds running from either end of the incision and tied with two separate knots in the midportion of the incision itself. It should be noted that in addition to the fascia, we incorporated the cut edge of the mesh and the abdominal wall closure. The subcutaneous tissue was irrigated. All bleeding points were controlled with cautery. Local anesthesia was injected around the wound. The deep dermis was approximated with an insorb vicryl stapling instrument. The skin itself was then closed with a standard surgical skin stapler. Bacitracin ointment and telfa bandages were placed over the incision. Then 4 x 4 gauze dressings were placed and secured with tape. The patient tolerated the procedure well. She was awakened from anesthesia, extubated, and transferred back to the recovery room in stable condition.¿ fluids administered: 900 ml of crystalloid. Specimens removed (if applicable): not stated. Estimated blood loss (if applicable): less than 25 ml. There is no mention of gore device removal in the records. On (B)(6) 2012: (B)(6) hospital. (B)(6) , md. Radiology-CT abdomen/pelvis. Umbilical pain. Findings/impression: diastases of radiopaque midline mesh and through defect, there is herniation of bowel loops. Defect is large measuring about 13 cm in height by about 9.6 cm in width. Defect appears to involve previously placed surgical mesh with bowel loops seen protruding through the defect into anterior abdominal wall with accompanying peritoneal fat. At one point there is only about a millimeter between the hernia sac and overlying skin. However, no evidence of dilated bowel loops or incarceration and no fluid seen within hernia sac. Small hiatal hernia also noted. On (B)(6) 2013: (B)(6) hospital. (B)(6) , md. Operative report. Assistant: dr. (B)(6) . Anesthesiologist: dr. (B)(6) . Type of anesthesia/premedication(s): general endotracheal. Preoperative diagnosis: recurrent ventral incisional hernia following open roux-en-y gastric bypass and previous laparoscopic ventral incisional hernia repair with gore-tex mesh. Postoperative diagnosis: recurrent ventral incisional hernia following open roux-en-y gastric bypass and previous laparoscopic ventral incisional hernia repair with gore-tex mesh. Title of procedure: exploratory laparotomy, lysis of adhesions. Open ventral incisional hernia with hernia repair with mesh (polypropylene, peritoneal). Brief history/indication(s) for surgery/procedure: please refer to the previously dictated history and physical (h&p) in the chart. Technical description of procedure: ¿after obtaining informed consent, the patient was taken to the operating room and placed in the supine position on the operating room table. After induction of general anesthesia and uneventful orotracheal intubation, the abdomen was prepped and draped in the usual sterile fashion. A foley catheter was placed at my request prior to surgery. An epidural catheter had been placed as well. Following sterile prep and drape, an elliptical vertical incision was made incorporating the upper half of the incision and excising the scar. The incision was carried down through the skin and soft tissues with electrocautery. The scar was excised and passed off the table. The dissection was carried down to identify the hernia sac. There was a polylobulated sac. This was dissected circumferentially. It was dissected down to the anterior rectus sheath which was cleaned for a distance of at least 6 cm circumferentially. The edge of the fascial defect was palpated. The hernia sac as [sic] grasped between hemostats, incised sharply and entry gained in to the free peritoneal space. The hernia sac itself was excised. The omental adhesions to the hernia sac were taken down with cautery. We were able to do an extensive lysis of adhesions. A part of the omentum had a rent and appeared nonviable. This was taken down with clamps, divided and ligated using 0 silk suture. This portion of the omentum was removed and passed off the table for pathologic analysis along with the hernia sac. There was a bridge of fascia intervening the area of the defect. This was lysed with cautery as well. The two areas of the hernia sac were identified and combined together. These were excised. We discovered that the new defect measured approximately 10 cm in diameter and came through the mid portion of the previous gore-tex mesh. We were able to palpate circumferentially and the mesh appeared to be secured well to the surrounding lateral abdominal wall. This type of mesh failure was not completely expected. We then divided the rectus sheath just lateral to the medial border of the rectus muscle on either side and created a retromuscular space circumferentially. We were able to dissect that all the way laterally for a distance of approximately 4 or 5 cm. Given this release, we were able to close the defect in the gore-tex mesh using a #1 non-loop pds suture from either end of the incision and tied with a knot in the mid portion of the wound. This effectively closed the posterior layer of the closure. I elected to buttress that repair with a piece of polypropylene mesh that was sized and fashioned for appropriate shape. The mesh that was used was almost 6 x 6 inches in size. We were able to secure the mesh circumferentially using transfixation sutures through the anterior rectus sheath with interrupted simple sutures of 0 prolene. These were tied circumferentially. Once completed, there was good coverage of the fascial defect. We then brought the anterior rectus sheath down to the underlying mesh with a running suture of #1 pds using four separate sutures. We were unable to bring the anterior sheath completely over the mesh for optimal coverage. The base of the wound was irrigated. All bleeding points were controlled with cautery. I elected to drain the subcutaneous space with a couple of 15 french blake drains. The umbilical stock which had been elevated for the surgery was now tacked down to the underlying fascial edge using interrupted figure-of-eight sutures of 2-0 vicryl. Running sutures of 2-0 vicryl were used to close the scarpa¿s fascia in a running fashion from either end of the incision and tied with a knot in the mid potion of the incision itself. The deep dermis was reapproximated with an insorb vicryl stapling instrument. The skin itself was then closed with a standard skin stapler. The drains were secured to the skin using 3-0 nylon stitch. The incision was cleaned. Bacitracin ointment and telfa pads were applied over the incision. Then 4 x 4 gauze dressings and drain sponges were applied and secured with tape. The patient tolerated the procedure well. She was awoken from anesthesia, extubated, and transferred back to the recovery room in stable condition after placement of an abdominal binder.¿ description of specific procedure findings: not stated. Specimens removed (if applicable): not stated. Estimated blood loss (if applicable): less than 25 ml. Fluids administered: 2000 ml crystalloid. There is no mention of gore device removal in the records. On (B)(6) 2013: (B)(6) , inc. (B)(6) , md. Pathology report. Specimen #: m13-7342. Clinical history/pre-operative diagnosis: recurrent ventral hernia. Specimen source/surgical procedure performed: hernia sac and omentum: fibrofatty membranous tissue consistent with hernia sac and omentum. Gross description: the specimen is received in formalin labeled with the patient¿s name and ¿hernia sac and part of omentum¿. The specimen consists of a 15 x 14 x 6 aggregate of pink fibromembranous tissue and fatty tissue. The specimen is consistent with a large hernia sac and omentum. Representative submitted in two cassettes. Microscopic description: slides contain portions of fibrofatty vascular tissue. On (B)(6) 2013: (B)(6) . (B)(6) , md. Brief operative note. Findings: extremely dense scar with abscess tracking out to midline. Ptfe [polytetrafluoroethylene] found intra-abdominal and polypropylene found in retrorectus position. Extremely difficult to remove from retrorectus location. On (B)(6) 2013: (B)(6) . (B)(6) , md. Operative report. Assistant(s): (B)(6) , md. Dr. (B)(6) . Procedures performed: exploratory laparotomy. Removal of infected mesh (2 separate mesh types). Debridement of subcutaneous fat, fascia and muscle. Drainage of abdominal wall abscess. Pulse lavage. Placement of abthera vac device for wound closure. Preoperative diagnosis: abdominal wall abscess and infected synthetic mesh. Postoperative diagnosis: abdominal wall abscess and infected synthetic mesh. Indications: (B)(6) is a 53-year-old female who underwent incisional hernia repair with ptfe [polytetrafluoroethylene] mesh back in 2012. She subsequently had a recurrence of the hernia, and a subsequent retrorectus repair with polypropylene mesh. Both mesh types remained in place. She developed a mesh infection and abdominal wall abscess. She has had spontaneous drainage through the umbilicus and CT evidence of mesh infection and abscess. She presents today for explantation of her infected mesh and staged repair of her recurrent incisional ventral hernia. Findings: the patient had spontaneous purulent drainage from the umbilicus. This tracked down to an abscess cavity with exposed polypropylene mesh at the base of it. She had polypropylene mesh as a retrorectus repair. Below this, she had intra-abdominal ptfe [polytetrafluoroethylene] mesh which was placed with laparoscopic metal tacks. Both types of mesh were explanted and sent to pathology for gram stain and culture. A swab was sent from the abscess cavity for stat gram stain, anaerobic, aerobic, and fungal culture. She had excision of the abdominal wall abscess cavity. This required debridement of subcutaneous fat, fascia, and muscle. The retrorectus polypropylene mesh was removed with meticulous care to preserve the patient¿s rectus muscle and posterior fascia. The patient had her wound copiously pulse lavaged, and then after, closure device was placed at the conclusion of the case. Estimated blood loss: 50 ml. Intravenous fluids: 1500 ml of crystalloid. Urine output: 150 ml. Specimens: 1) abdominal wall. 2) mesh. 3) swab from abdominal wall abscess for stat gram stain and culture. Drains: none. Complications: none. Anesthesia: general endotracheal anesthesia. Disposition: patient was extubated in the operating room and transported to the pacu in stable condition. Procedure in detail: ¿(B)(6) was correctly identified in the preoperative area. We ensured that informed consent had been obtained prior to the beginning of the case. She was brought back to the operating room and a time-out was held. She was placed on the operating room table in a supine position. Bilateral scds were placed for thromboprophylaxis. She did receive vancomycin for preoperative antibiotic coverage. She underwent general tracheal anesthesia without any difficulty. Foley catheter was placed using sterile technique. She was appropriately positioned. Her bandages were removed, as well as the packing in her umbilicus. Her abdomen was prepped and draped in the standard surgical fashion. We began by making a midline incision utilizing the patient¿s preexisting midline incision. We did excise her midline abdominal scar. We dissected down to the level of the fascia. We entered the abdomen sharply. We encountered polypropylene mesh upon entry into the abdomen. This was located in the retrorectus location. We identified the ptfe [polytetrafluoroethylene] mesh below this. This was incised sharply and we entered the abdominal cavity. We sharply lysed all adhesions of the omentum and bowel to the abdominal wall. We identified the borders of the ptfe [polytetrafluoroethylene] mesh. We began by bisecting both the polypropylene and the ptfe [polytetrafluoroethylene] mesh. The ptfe [polytetrafluoroethylene] mesh was explanted first. Care was taken to preserve native fascia. The mesh was passed off of the field and sent as a specimen. Next, we identified the patient¿s retrorectus placement of her polypropylene mesh. This mesh was carefully explanted from the retrorectus space. Great care was taken to preserve both the rectus and the posterior fascia. The mesh was removed in 2 pieces and sent off of the field as a specimen. We identified the patient¿s abdominal wall abscess cavity. We did note that the abscess cavity was spontaneously draining a tract down to exposed polypropylene mesh. We did excise the abscess cavity, as the tissue surrounding it was quite fibrinous and not well perfused. This required excision of skin, subcutaneous fat, fascia, and muscle. It was sent off the field as a specimen labelled abdominal wall. We then ensured we had good hemostasis. We did pulse lavage the wound and the retrorectus space. We surveyed the abdomen, as well as the abdominal wall to ensure there was no bleeding, ensured all of our sponge and instrument counts were correct. At this point, we placed an abthera vac closure device. The device had a good seal at the conclusion of the case. The patient was able to be extubated in the operating room. She was transferred to the pacu in stable condition. Dr. Martindale was present for all critical portions of the procedure including mesh removal, lavage and exploration. There were no complications and all counts were correct at the conclusion of the case.¿ [missing record: records for ¿spontaneous drainage through umbilicus¿ and CT with ¿evidence of mesh infection and abscess¿ were not provided.] On (B)(6) 2013: (B)(6) department of pathology. (B)(6) , md, phd; (B)(6) , md. Pathology report. ID: (B)(4). Source of specimen a: mesh. Source of specimen b: abdominal wall. Final pathologic diagnosis: a) mesh, removal: fibroadipose tissue with chronic inflammation and foreign body giant cell response. Medical hardware (gross exam only). B) abdominal wall, excision: skin with ulceration, fibrosis, and granulation tissue, compatible with fistula tract. Fibroadipose tissue with chronic inflammation and foreign body giant cell response. Medical hardware (gross exam only). Clinical history: the patient is a 53-year-old female with infected mesh. Gross description: received are 2 specimens fresh in containers labeled with the patient¿s name (initials yt) and: a) mesh: received are 4 irregular, unoriented fragments of mesh with a small amount of attached soft red-tan tissues, 22 x 16 x 0.5 cm in aggregate. Sectioning of the attached soft tissue reveals a dense, white, fibrous cut surface. Representative sections are submitted. B) abdominal wall: received is an unoriented, 7 x 5.5 x 4.5 cm, soft, lobular, yellow-red, adipose tissue with an overlying 4.5 x 2 cm wrinkled tan skin ellipse. The skin contains a central 0.2 cm opening that on sectioning leads to a 4 cm length x 0.5 cm diameter fistula tract open to the deep aspect at an area of 5.5 x 5 cm dense fibrous tissue and adherent mesh. Sectioning of the subcutaneous tissue reveals fat necrosis. Representative sections are submitted. Cassette index: a: a1) mesh. B: b1) abdominal wall: proximal and distal ends of fistula track, fat necrosis. On (B)(6) 2013: (B)(6) . (B)(6) , md. Microbiology report. Culture, wound deep, with anaerobe. Gram stain: no squamous epithelial cells; many polymorphonuclear cells; no organisms seen. Culture result: no growth; no anaerobic organisms isolated. Comments: abdominal wall abscess, or specimen. On (B)(6) 2013: (B)(6) . (B)(6) , md. Microbiology report. Culture, afb [acid fast bacilli] (all spec. Types except blood). Smear: afb not detected. Culture result: no acid fast bacteria isolated at 6 weeks. Comments: abdominal wall abscess, or specimen. On (B)(6) 2013: (B)(6) . (B)(6) , md. Microbiology report. Culture, fungal except blood, skin, hair, nail. Smear: no fungal elements seen. Culture result: no fungus isolated at 3 weeks. Comments: abdominal wall abscess, or specimen. On (B)(6) 2013: (B)(6) laboratory services, core. Robert martindale, md. Microbiology report. Gram smear only, stat. Gram stain result: no organisms seen. Comment: moderate white blood cells present. Source body site/comments: abdominal wall abscess swab, or specimen. On (B)(6) 2013: (B)(6) . (B)(6) , md. Operative report. Assistant: (B)(6) , md. Procedure performed: removal of abthera. Abdominal washout. Bilateral component separation/ bilateral myofascial tissue transfer to midline to allow closure. (This was second portion of a staged procedure.) Repair of recurrent incisional ventral hernia with strattis [sic] underlay mesh (20 cm x 20 cm). Biologic used secondary to recent infected mesh removal. Abdominal vac dressing to subcutaneous tissue. Preoperative diagnosis: status post removal of infected synthetic mesh and drainage of abdominal wall abscess on (B)(6) 2013. Open abdomen. Recurrent incisional ventral hernia. Postoperative diagnosis: status post removal of infected synthetic mesh and drainage of abdominal wall abscess on (B)(6) 2013. Open abdomen. Recurrent incisional ventral hernia. Indications: (B)(6) is a 53-year-old female, who is [sic] undergone multiple attempts at repair of recurrent incisional ventral hernia. She developed mesh infection of her ptfe [polytetrafluoroethylene] and polypropylene mesh, resulting in abdominal wall abscess draining wound and requirement of outpatient IV vancomycin via PICC line. She was evaluated by dr. Martindale after referral for explantation of infected mesh and repair of her incisional ventral hernia. She underwent explantation of the infected mesh on (B)(6) 2013, at that time, abthera was placed to allow for decontamination of the wound and definitive stage hernia repair today. Findings: the patient¿s bowel and wound edges were viable, bilateral component separation was performed to reapproximate the rectus at the midline, and the left component separation was accomplished through a lateral horizontal incision underlay repair with 20 x 20 strattis [sic] mesh was performed, secured with #1 maxon sutures. The patient has a rectus was [sic] reapproximated to the midline and closed with a running suture. She had a 19-french hubless round drain placed between the mesh and the fascia and brought out on the left medial lower abdominal wall. She had bilateral 19-french hubless round drains placed in subcuticular tissue, brought out laterally on each side. A kcl wound vac was placed in subcutaneous tissues. The left lateral incision was closed with 3-0 polysorb and 4-0 biosyn. The patient was unable to be extubated at the conclusion of the case, so it was likely due to a component of bronchospasm, as well as derecruitment of alveoli, as well as the mechanical effect of her hernia repair. She was transported to the ICU intubated. Estimated blood loss: 50 ml. Specimens: none. Urine output: 70 ml via foley. IV fluids: 1800 cc crystalloid. Complications: none. Anesthesia: general tracheal anesthesia. Condition: patient remained intubated, transferred to the ICU in stable condition. Procedure in detail: ¿(B)(6) was correctly identified in the preoperative area. We ensured that informed consent had been obtained prior to beginning of the case. She was brought back to the operating room, placed on the or table in a supine position. Bilateral scds were placed for thrombolytic prophylaxis. Did receive IV antibiotics prior to the beginning of the case. She underwent general endotracheal anesthesia without any problems. A foley catheter was placed using sterile technique. She was appropriately positioned, prepped and draped in standard surgical fashion. We removed the patient¿s abthera device. We examined the bowel, it was all viable. Wound edges were viable as well. There was no areas [sic] of necrosis or suggestion of ongoing infection. At this point, we deemed her fit for staged repair of her ventral incisional hernia. We realized we would need to perform a bilateral myofascial release to bring the patient¿s rectus to the midline, on the right side this was accomplished through her existing incision after creation of the subcutaneous flaps. We identified the lateral edge of the rectus and incised just lateral to this. We opened the plane between the external oblique fascia and the internal oblique. This plane was opened parallel to the rectus and extended from 2 cm above the costal margin down to the area of arcute [sic] line. This allowed for release of the right rectus towards the midline. On the left side, we performed a similar release; however, this was done through a lateral horizontal incision to prevent opening a new plane to the area of infected mesh removal. We identified the lateral border of the rectus and incised the external oblique fascia (aponeurosis). We opened the plane between the internal and external oblique successfully releasing the left rectus towards the midline. We then measured our hernia defect, it was approximately 20 cm. We selected a 20 cm piece of stratus [sic] mesh, it was 20 x 20, and we oriented this diagonally such that we did have additional coverage at the superior and inferior aspects of the wound as well as the in the [sic] lateral midline of the defect bilaterally we secured our mesh with #1 maxon sutures in an interrupted fashion. These were deployed through the fascia down to the mesh and then back up through mesh and fascia we ensured that we had no gaps between the mesh and the abdominal wall. We then tied down our sutures after removing all of our laps and ensuring good hemostasis. The mesh laid flat without any wrinkles. We were satisfied with this portion the mesh repair. We then placed a drain between the mesh and the rectus this was a 19-french hubless round drain that we brought out through a stab incision in the left medial abdominal wall. It was secured with a 2-0 nylon suture. We then closed the anterior fascia of the rectus with a running #1 looped maxon from each end and tied it in the middle. We irrigated the wound. We then placed bilateral 19-french hubless round drains in the subcutaneous tissue on each side. These drains were brought out through lateral incisions on each side and secured with 2-0 nylon sutures. Given the patient¿s recent mesh infection, we elected to place a kcl black wound vac sponge in the subcutaneous tissue. This was after dead space was minimized with several interrupted 3-0 prolene sutures. The wound sponge was cut to fit and placed within the wound. It was stable to the skin edges. The adhesive was placed over the sponge to create a good seal. The lateral horizontal incision was closed first with 3-0 polysorb in the deep dermal layer, then a running 4-0 biosyn in a subcuticular layer. This was closed with dermabond skin glue. We ensured that we had a good fit and seal on the wound vac. We placed a sterile drain dressings [sic] around the drain sites. The patient tolerated the procedure well. There were no complications. All counts were correct at the end of the case. Dr. Martindale was scrubbed and present for the entire procedure. The patient was unable to be extubated as she had low tidal volumes, and findings consistent with bronchospasm. We decided it would be the safest option to transport the patient back to the ICU intubated, additional paralytic was given and the patient had a low peak pressure of 18 which was reassuring. She was transferred to the ICU in stable condition.¿

Manufacturer narrative:
H6: updated health effect; h6: updated investigation finding; h6: updated investigation conclusions; h6: health effect impact code: f26: no health consequences or impact; h6: medical device component: g04088: membrane. The investigation has been completed. Based upon gore¿s investigation, there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction. And is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact. And will be closed, as no problem detected. Previous patient codes (2422, 3191: appropriate term not available for ¿mesh failure¿) were reported, based on the original complaint. And are no longer applicable and/or not reportable per gore¿s investigation. Medical records: ¿ the known medical records span march 27, 2009 through may 20, 2018. And not all records received, in this time span are relevant to the gore® dualmesh® plus biomaterial. Patient information: medical history: ¿ smoking: 2000: quit smoking. ¿ (B)(6) 2009, chronic mid abdominal pain of incision, worsening. Known hiatal hernia. ¿ (B)(6) 2009, midline ventral hernia without evidence of bowel incarceration or inflammation; small periumbilical ventral hernia. ¿ (B)(6) 2009, incisional hernia x3. ¿ obesity: ? (B)(6) 2013, 238.5 lbs. ? (B)(6) 2014, 203 lbs. ¿ (B)(6) 2011, small bowel obstruction. ¿ (B)(6) 2012, umbilical pain. Midline hernia (13 cm x 9.6 cm) involving mesh. ¿ (B)(6) 2013, recurrent ventral incisional hernia. ¿ (B)(6) 2013, abdominal wall abscess, infected synthetic mesh. ¿ (B)(6) 2014, abdominal abscess. ¿ (B)(6) 2015, recurrent ventral hernia, chronic open wound anterior abdominal wall. ¿ (B)(6) 2016, recurrent ventral hernia. ¿ diabetes mellitus. Surgical procedures: ¿ 1989, tubal ligation. ¿ 2006, cholecystectomy. ¿ 2007, gastric bypass surgery - open roux-en-y. ¿ (B)(6) 2009, laparoscopic hernia repair with gore® dualmesh® plus biomaterial. ¿ (B)(6) 2011, exploratory laparotomy with lysis of adhesions. ¿ (B)(6) 2013, exploratory laparotomy, lysis of adhesions; open ventral incisional. Hernia repair with peritoneal polypropylene mesh. Gore-tex mesh failure. Gore-tex mesh defect closed with suture and polypropylene (marlex) mesh. ¿ (B)(6) 2013, exploratory laparotomy; removal of 2 separate mesh types; debridement of subcutaneous fat, fascia and muscle; drainage of abdominal wall abscess; pulse lavage; placement of abthera vac device for wound closure. ¿ (B)(6) 2013, removal of abthera; abdominal washout; bilateral component separation/bilateral myofascial tissue transfer to midline to allow closure; repair to recurrent incisional ventral hernia with strattice underlay mesh-20 x 20 cm biologic mesh used secondary to recent infected mesh removal; abdominal vac dressing to subcutaneous tissue. ¿ (B)(6) 2015, retrorectus hernia repair with prolene soft mesh, excision of chronic wound, removal of redundant skin with advancement flaps to close. ¿ (B)(6) 2016, primary repair of hernia, 2 cm defect at inferior edge of prior mesh repair. ¿ (B)(6) 2018, outpatient extended abdominal panniculectomy. Implant preoperative complaints: ¿ (B)(6) 2009, ¿abdominal pain, known hiatal hernia. Mid abdominal pain at area of incision, chronic, but now worsening¿. ¿ (B)(6) 2009, ultrasound, abdominal: ¿cause for patient¿s abdominal pain not identified¿. ¿ (B)(6) 2009, ¿peri-incisional pain¿. ¿ (B)(6) 2009, CT abdomen/pelvis. ¿midline ventral hernia without evidence of bowel incarceration or inflammation. Small periumbilical hernia is noted as well¿. ¿ (B)(6) 2009, ¿ventral incisional hernia times two. Laparoscopic hernia repair with mesh. I have told her that it is possible, we will not be able to do this laparoscopically depending on amount of adhesions from prior gastric surgery¿. ¿ (B)(6) 2009, ¿this is a 49-year-old female who presents for elective repair of a ventral hernia¿. Implant procedure: laparoscopic incisional hernia with gore dualmesh plus. [Implant: gore® dualmesh® plus biomaterial, 1dlmcp06/06257049, 18cm x 24cm x 1mm thick]. Implant date: (B)(6) 2009 [hospitalization (B)(6) 2009]. ¿ findings: ¿ventral incisional hernia times three¿. ¿ wound classification: "2". ¿ description of hernia being treated: ¿a veress needle was used to enter the abdomen in the left upper quadrant. A pneumoperitoneum was created. A visiport was used to place a port in the left upper quadrant. There was no evidence of veress needle injury. Local anesthetic was administered in the left lower quadrant and also along the right lateral abdominal wall. Incisions were made. Dilating sleeves were placed. A 5 mm port was placed in the left lower quadrant. Two 5 mm ports were placed on the right side of the abdominal wall. There appeared to be a hernia down near the umbilicus without any incarcerated fat. There was adhesed fat to the anterior abdominal wall up in the upper midline, where her prior scar had been. I did see a bowel/small bowel anastomosis in the left upper quadrant and this was intact. Using a ligasure, we dissected the omentum off the anterior abdominal wall. We used a spinal needle to localize the edge of the hernia defect¿. ¿ implant size and fixation: ¿we used a piece of mesh that was approximately 15 x 24 cm. This was oriented on the abdominal wall with the abdomen deflated. Sutures of gore-tex were placed at the corners. This was brought into the abdomen through the left upper quadrant port site with reinsufflation of the abdomen. Using a needle passer, the corners were brought up to the anterior abdominal wall. Using a pro-tac device, we secured the mesh circumferentially. Some additional sutures were placed between the corner stitches. I was quite happy with how the mesh laid with the appropriate level of tension. We inspected the omentum and found no evidence of bleeding. A bullet was used to place a nurolon suture in the left upper quadrant port site. The other port sites were 5 mm small and did not need closure. The skin was closed with subcuticular 4-0 monocryl. Mastisol and steri-strips were placed. Sterile dressings were applied. An abdominal binder was applied. She tolerated the procedure. And was taken to the recovery room in stable condition. A note was made, that needle and sponge counts were reported as correct at the time of closure¿. ¿ (B)(6) 2009, discharge summary: ¿elective repair of an incisional hernia. Hospital course: laparoscopic incisional hernia with gore dualmesh plus. Tolerated this well. Postoperatively did have moderate amount of tenderness. Hernia repair controlled with oral medications. Without nausea, fever. Incisions clean, dry, and intact. Discharge home, vital signs in stable condition. Final diagnosis: ventral incisional hernia times three. Discharge instructions: diet as tolerated. Refrain from lifting greater than 10 lbs. Follow up 1-2 weeks¿. Revision #1 preoperative complaints: ¿ (B)(6) 2011, CT abdomen/pelvis: ¿small bowel obstruction likely, due to internal hernia of small bowel, though an adhesion with retraction would also be in the differential¿. Revision #1, procedure: exploratory laparotomy with lysis of adhesions. Revision #1, date: (B)(6) 2011, [hospitalization dates unknown]. ¿ procedure: ¿a vertical periumbilical incision was made and carried down through the skin and soft tissue using electrocautery. The midline fascia was identified and divided with cautery as well. It should be noted, that in the subfascial region, we found a cleavage plane underneath an intraperitoneally placed piece of mesh. This had been affixed to the anterior abdominal wall using a helical tacking device circumferentially. Omental adhesions to the helical tacks were then taken down with cautery. This was at least circumferentially. This allowed us to see the small intestine. It was clear, that there were decompressed small bowel loops in the pelvis. And there was a somewhat large, distended loop in the left upper quadrant. We followed the decompressed valve proximally until it dived posteriorly on the left side into what appeared to be the root of the mesentery. Palpation revealed, a thin band that was obstructing the proximal common channel just past the jejunojejunostomy. This band adhesion seemed to go to the root of the mesentery. This was gently lysed bluntly. We then delivered the entire small bowel into the field. The jejunojejunostomy was widely patulous. The biliopancreatic limb was dilated. This was decompressed with manual palpation into the anastomosis and into the common channel. We then followed the alimentary limb that had been placed in an antecolic, antigastric orientation cephalad. There were no obstructions in the upper abdomen that were palpated. Once we confirmed, that the isolated band had been released, the abdomen was inspected. There was a small amount of free fluid. This was aspirated. There was no evidence of ischemia to the bowel itself. The greater omentum was then allowed to lay over the abdominal viscera once again. The midline fascia was then closed with a running suture of #1 loop pds running from either end of the incision and tied with two separate knots in the midportion of the incision itself. It should be noted, that in addition to the fascia, we incorporated the cut edge of the mesh and the abdominal wall closure. The subcutaneous tissue was irrigated. All bleeding points were controlled with cautery. Local anesthesia was injected around the wound. The deep dermis was approximated with an insorb vicryl stapling instrument. The skin itself was then closed with a standard surgical skin stapler. Bacitracin ointment and telfa bandages were placed over the incision. Then 4 x 4 gauze dressings were placed and secured with tape¿. Relevant medical information: ¿ (B)(6) 2012, CT abdomen/pelvis: ¿diastases of radiopaque midline mesh and through defect. There is herniation of bowel loops. Defect is large measuring about 13 cm in height by about 9.6 cm in width. Defect appears to involve previously placed surgical mesh with bowel loops seen protruding through the defect into anterior abdominal wall with accompanying peritoneal fat. At one point, there is only about a millimeter between the hernia sac and overlying skin. However, no evidence of dilated bowel loops or incarceration. And no fluid seen within hernia sac. Small hiatal hernia also noted¿. Revision #2, preoperative complaints: ¿ (B)(6) 2013, preoperative diagnosis: ¿recurrent ventral incisional hernia following open roux-en-y gastric bypass. And previous laparoscopic ventral incisional hernia repair with gore-tex mesh¿. Revision #2, procedure: exploratory laparotomy, lysis of adhesions. Open ventral incisional hernia with hernia repair with mesh (polypropylene, peritoneal). Implant: polypropylene mesh. Revision #2, date: (B)(6) 2013, [hospitalization dates unknown]. ¿ procedure: ¿following sterile prep and drape, an elliptical vertical incision was made incorporating the upper half of the incision and excising the scar. The incision was carried down through the skin and soft tissues with electrocautery. The scar was excised and passed off the table. The dissection was carried down to identify the hernia sac. There was a polylobulated sac. This was dissected circumferentially. It was dissected down to the anterior rectus sheath, which was cleaned for a distance of at least 6 cm circumferentially. The edge of the fascial defect was palpated. The hernia sac as [sic] grasped between hemostats, incised sharply and entry gained in to the free peritoneal space. The hernia sac itself was excised. The omental adhesions to the hernia sac were taken down with cautery. We were able to do an extensive lysis of adhesions. A part of the omentum had a rent and appeared nonviable. This was taken down with clamps, divided and ligated using 0 silk suture. This portion of the omentum was removed and passed off the table for pathologic analysis along with the hernia sac. There was a bridge of fascia intervening the area of the defect. This was lysed with cautery as well. The two areas of the hernia sac were identified and combined together. These were excised. We discovered, that the new defect measured approximately 10 cm in diameter and came through the mid portion of the previous gore-tex mesh. We were able to palpate circumferentially and the mesh appeared to be secured well to the surrounding lateral abdominal wall. This type of mesh failure was not completely expected. We then, divided the rectus sheath just lateral to the medial border of the rectus muscle on either side and created a retromuscular space circumferentially. We were able to dissect that all the way laterally for a distance of approximately 4 or 5 cm. Given this release, we were able to close the defect in the gore-tex mesh using a #1 non-loop pds suture from either end of the incision and tied with a knot in the mid portion of the wound. This effectively closed the posterior layer of the closure. I elected to buttress that repair with a piece of polypropylene mesh that was sized and fashioned for appropriate shape. The mesh, that was used was almost 6 x 6 inches in size. We were able to secure the mesh circumferentially using transfixation sutures through the anterior rectus sheath with interrupted simple sutures of 0 prolene. These were tied circumferentially. Once completed, there was good coverage of the fascial defect. We then, brought the anterior rectus sheath down to the underlying mesh with a running suture of #1 pds using four separate sutures. We were unable to bring the anterior sheath completely over the mesh for optimal coverage. The base of the wound was irrigated. All bleeding points were controlled with cautery. I elected to drain the subcutaneous space with a couple of 15 french blake drains. The umbilical stock which had been elevated for the surgery was now tacked down to the underlying fascial edge, using interrupted figure-of-eight sutures of 2-0 vicryl. Running sutures of 2-0 vicryl were used to close the scarpa¿s fascia in a running fashion from either end of the incision and tied with a knot in the mid potion of the incision itself. The deep dermis was reapproximated with an insorb vicryl stapling instrument. The skin itself was then closed with a standard skin stapler. The drains were secured to the skin using 3-0 nylon stitch¿. Explant preoperative complaints: ¿ (B)(6) 2013, ¿she underwent incisional hernia repair with ptfe [polytetrafluoroethylene] mesh back in 2012 [sic]. She subsequently, had a recurrence of the hernia, and a subsequent, retrorectus repair with polypropylene mesh. Both mesh types remained in place. She developed a mesh infection and abdominal wall abscess. She has had spontaneous drainage through the umbilicus and CT evidence of mesh infection and abscess. She presents today for explantation of her infected mesh and staged repair of her recurrent incisional ventral hernia¿. Explant procedure: exploratory laparotomy. Removal of infected mesh (2 separate mesh types). Debridement of subcutaneous fat, fascia and muscle. Drainage of abdominal wall abscess. Pulse lavage. Placement of abthera vac device for wound closure. Explant date: (B)(6) 2013, [hospitalization dates unknown]. ¿ findings: ¿the patient had spontaneous purulent drainage from the umbilicus. This tracked down to an abscess cavity with exposed polypropylene mesh at the base of it. She had polypropylene mesh as a retrorectus repair. Below this, she had intra-abdominal ptfe mesh, which was placed with laparoscopic metal tacks. Both types of mesh were explanted and sent to pathology for gram stain and culture. A swab was sent from the abscess cavity for stat gram stain, anaerobic, aerobic, and fungal culture. She had excision of the abdominal wall abscess cavity. This required debridement of subcutaneous fat, fascia, and muscle. The retrorectus polypropylene mesh was removed with meticulous care to preserve the patient¿s rectus muscle and posterior fascia. The patient had her wound copiously pulse lavaged, and then after, closure device was placed at the conclusion of the case¿. ¿ ¿we began by making a midline incision utilizing the patient¿s preexisting midline incision. We did excise her midline abdominal scar. We dissected down to the level of the fascia. We entered the abdomen sharply. We encountered polypropylene mesh upon entry into the abdomen. This was located in the retrorectus location. We identified the ptfe mesh below this. This was incised sharply and we entered the abdominal cavity. We sharply lysed all adhesions of the omentum and bowel to the abdominal wall. We identified the borders of the ptfe mesh. We began by bisecting both the polypropylene and the ptfe mesh. The ptfe mesh was explanted first. Care was taken to preserve native fascia. The mesh was passed off of the field and sent as a specimen. Next, we identified the patient¿s retrorectus placement of her polypropylene mesh. This mesh was carefully explanted from the retrorectus space. Great care was taken to preserve both the rectus and the posterior fascia. The mesh was removed in 2 pieces and sent off of the field as a specimen. We identified, the patient¿s abdominal wall abscess cavity. We did note, that the abscess cavity was spontaneously draining a tract down to exposed polypropylene mesh. We did excise the abscess cavity, as the tissue surrounding it was quite fibrinous and not well perfused. This required excision of skin, subcutaneous fat, fascia, and muscle. It was sent off the field as a specimen labelled abdominal wall. We then ensured, we had good hemostasis. We did pulse lavage the wound and the retrorectus space. We surveyed the abdomen, as well as the abdominal wall to ensure, there was no bleeding. Ensured all of our sponge and instrument counts were correct. At this point, we placed an abthera vac closure device. The device had a good seal at the conclusion of the case¿. ¿ (B)(6) 2013, pathology report: diagnosis: a) mesh, removal: fibroadipose tissue with chronic inflammation and foreign body giant cell response. Medical hardware (gross exam only). B) abdominal wall, excision: skin with ulceration, fibrosis, and granulation tissue, compatible with fistula tract. Fibroadipose tissue with chronic inflammation and foreign body giant cell response. Medical hardware (gross exam only). Gross description: a) mesh: ¿received are 4 irregular, unoriented fragments of mesh with a small amount of attached soft red-tan tissues, 22 x 16 x 0.5 cm in aggregate. Sectioning of the attached soft tissue reveals a dense, white, fibrous cut surface. Representative sections are submitted¿. B) abdominal wall: ¿received is an unoriented, 7 x 5.5 x 4.5 cm, soft, lobular, yellow-red, adipose tissue with an overlying 4.5 x 2 cm wrinkled tan skin ellipse. The skin contains a central 0.2 cm opening, that on sectioning leads to a 4 cm length x 0.5 cm diameter fistula tract open to the deep aspect at an area of 5.5 x 5 cm dense fibrous tissue and adherent mesh. Sectioning of the subcutaneous tissue reveals fat necrosis. Representative sections are submitted¿. ¿ (B)(6) 2013, culture, wound deep, with anaerobe: abdominal wall abscess: ¿no squamous epithelial cells; many polymorphonuclear cells; no organisms seen. Culture result: no growth; no anaerobic organisms isolated¿. ¿ (B)(6) 2013, culture, afb [acid fast bacilli]: abdominal wall abscess: ¿no acid fast bacteria isolated at (B)(6) weeks¿. ¿ (B)(6) 2013, culture, fungal: abdominal wall abscess: ¿no fungus isolated at (B)(6) weeks¿. ¿ (B)(6) 2013, gram smear only: ¿no organisms seen¿. ¿moderate white blood cells present¿. Conclusion: it should be noted, that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence¿. The instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material¿. The instructions for use further warn: ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary¿. Procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device, prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. The instructions for use further state: ¿use only nonabsorbable sutures, such as gore tex® suture, with a noncutting needle (such as taper or piercing point) of appropriate size to anchor the device. The use of absorbable sutures may lead to inadequate anchoring of gore® dualmesh® plus biomaterial to the host tissue and necessitate reoperation. For best results, use monofilament sutures. Suture size should be determined by surgeon preference and the nature of the reconstruction¿. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh shrinkage, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation. Therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified, that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating, manufacturer/compounder: w. L. Gore & associates, inc., lot number#: 06257049. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (¿g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). (B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent laparoscopic incisional hernia repair on (B)(6) 2009 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2013, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: small bowel obstruction ((B)(6) 2011), mesh failure, revision surgery, additional surgery ((B)(6) 2013), mesh removal ((B)(6) 2013). Additional event specific information was not provided.